Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no physical device was returned, however, a photograph was provided confirming the reported breakage. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A small plastic fragment broke off the attune spacer block when the scrubtech was snapping a shim onto it. This did not cause any delays in the case nor cause any adverse effects to the patient.